Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Customer alleged that the pump's basal settings and carbohydrate ratios, which were recommended by the healthcare provider, were incorrect for the customer's body. Customer treated the low bg by eating food and modifying settings. Tandem technical support advised customer to call back to troubleshoot and consult with healthcare provider if the low bg reoccurs.